Manufacturer narrative:
Correction to h6: impact codes f1905/revision or replacement, f08/hospitalization, and f1001/absence of treatment updated to reflect the b5.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Impedances were noted to be within range after the lss. Additionally, review of some episodes there were observations of noise in which there was pacing inhibition of greater than two seconds. Technical services is concerned about a lead integrity issue and recommended asking if the patient had any trauma or fell. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Impedances were noted to be within range after the lss. Additionally, review of some episodes there were observations of noise in which there was pacing inhibition of greater than two seconds. Technical services is concerned about a lead integrity issue and recommended asking if the patient had any trauma or fell. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.